Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant." Device was discarded.

Event description:
During a triangular fibrocartilage complex tears repair surgery the tip of the anchor fracture creating the need to drill an additional hole. No fractured pieces fell into the patient. Another anchor was used to complete the procedure with only a five minute delay.